Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, the cannula detached from the applicator and was sticking out. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.